Manufacturer narrative:
This report is submitted on november 16, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, the patient developed swelling with an infection and cellulitis at the implant site. Subsequently, the patient was placed on a round of antibiotics (date and duration not reported). The implanted device remains insitu. The patient continues to be clinically managed by their healthcare provider.